Event description:
It was reported a patient underwent an l3-l1 spinal fusion surgery on (B)(6) 2022 and topical skin adhesive was used. On (B)(6) 2022 patient came to office for post op visit. The wound was significantly dark red all around the incision where I would have specifically placed the adhesive. It was a local reaction spreading from the incision site. Patient was placed on benedryl, and medrol dose pack. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Current patient status.